Event description:
The customer reported the device was not powering up. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse). The reported symptom was confirmed and isolated to the ac power assembly. The ac power assembly was replaced. The device then passed all required testing and remains at the customer site for use.